Manufacturer narrative:
Additional information was received that the patient's symptoms were oozing and redness at the ipg site. The physician believed that the infection was procedure related, but not device related and the cause was unknown. The patient was doing well.

Event description:
A report was received that the patient had pain and infection at the ipg site. An oozing wound was noted. The patient was prescribed antibiotics. The patient will undergo an explant procedure.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain and infection at the ipg site. An oozing wound was noted. The patient was prescribed antibiotics. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient had pain and infection at the ipg site. An oozing wound was noted. The patient was prescribed antibiotics. The patient will undergo an explant procedure.